Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('essure pains /soreness') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and eye movement disorder ("twitching eye"). The patient was treated with surgery (essure removal and medical device removal). Essure was removed. At the time of the report, the pelvic pain was resolving and the eye movement disorder had resolved. The reporter considered eye movement disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ ones were reported via social media: pelvic pain female and eye movement disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device pain ('essure pains /soreness') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced medical device pain (seriousness criteria medically significant and intervention required) and eye movement disorder ("twitching eye"). The patient was treated with surgery (essure removal and medical device removal). Essure was removed. At the time of the report, the medical device pain was resolving and the eye movement disorder had resolved. The reporter considered eye movement disorder and medical device pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain female and eye movement disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('essure pains /soreness') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), eye movement disorder ("twitching eye") and migraine ("migraine"). The patient was treated with botulinum toxin type a (botox) and surgery (essure removal .). Essure was removed. At the time of the report, the pelvic pain was resolving, the eye movement disorder had resolved and the migraine outcome was unknown. The reporter considered eye movement disorder, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: pelvic pain female, migraine, eye movement disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received-new event migraine added. New reporter, treatment drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.